Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that, after a surgery was performed on (B)(6) 2022, the patient experienced pain and loss of mobility. This adverse event was treated by a revision surgery on (B)(6) 2023, in which a jrny ii bcs xlpe art isrt sz 1-2 lt 11mm was exchanged. Patient's current health status is unknown.

Manufacturer narrative:
H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. The clinical/medical investigation concluded that, per complaint details, an insert revision/exchange was performed approximately 3 months post implantation due to pain and loss of mobility; however, ¿it is not the product failure¿ per complaint. It was communicated that the requested medical documentation and further information were not available. The current patient status is unknown. Without the supporting clinical documentation, a definitive clinical root cause of the reported event cannot be concluded. The patient impact beyond the reported insert revision/exchange due to pain and loss of mobility cannot be determined. No further medical assessment could be rendered at this time. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history for the part number over the past 12 months and for the batch number based on historical data of the device did not reveal similar events for the listed device. A review of the instructions for use documents for knee systems revealed that decreased range of motion and unusual stress concentrations can result from trauma, improper implant selection, improper implant positioning, improper fixation, and/or migration of the components. Muscle and fibrous tissue laxity can also contribute to these conditions, this has been identified as possible adverse effects. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event at this time, we have no reason to suspect that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include alignment, size selected or traumatic injury. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.